Event description:
Reportable based on analysis completed on 10sep2018. It was reported that inflation failure occurred. The 90% stenosed target lesion was located in the left anterior descending artery. A 3.0mm x 12mm quantum maverick balloon catheter was advanced for dilatation, but the balloon could not be inflated. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed longitudinal balloon tear. Returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. Microscopic examination revealed that the balloon has a 4mm longitudinal tear at the proximal balloon cone. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported event.